Event description:
The patient received her scs system on (B)(6) 2010. It was reported that the patient was exercising on a stationary bike several months ago and felt a pull in her back. At or around the same time, she also reported getting out of bed and lifting her leg and feeling the same kind of pull in her back. Stimulation was subsequently difficult to program. All attempts to recapture therapy for the patient's pain were unsuccessful. X-rays did not show any abnormalities and impedance measurements were all within the normal range. The scs system was explanted and replaced on (B)(6) 2011. Post-operative, the patient was satisfied with stimulation. No additional information is available at this time.

Manufacturer narrative:
Eval: results: as returned the leads were incomplete and no functional testing could be conducted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.